Manufacturer narrative:
This report is for an unknown construct/unknown lot. Part and lot numbers are based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dos reis, f.b. Et al (2009), outcome of diaphyseal forearm fracture-nonunions treated by autologous bone grafting and compression plating, annals of surgical innovation and research, vol. 3 (5), pages 1-4 (brazil). The aim of this retrospective analysis of a prospective database study is to assess the outcome of autologous bone grafting with compression plating and early functional rehabilitation in patients with forearm fracture non-unions. A total of 32 patients were included in the study. Of these, only 31 patients (27 male and 4 female) with a median age of 30 years completed the follow-up. Surgical revision was performed by restoring anatomic forearm length by autologous bone grafting of the resected nonunion from the iliac crest and compression plating using a 3.5 mm dynamic compression plate (dcp) or limited-contact dcp (lc-dcp). Patients were routinely followed on a short term between 6 weeks to 6 months, with an average long-term follow-up of 3.6 years (range 2 to 6 years). The following complications were reported as follows: 1 patient died. 2 patients developed postoperative infections, of which 1 case was successfully managed by surgical debridement and antibiotics for two weeks. The other patient developed a persistent infected nonunion requiring further revision surgery. 13 patients had a residual radiological or clinical deformities such as positive ulnar variant of 1 mm (n=4), positive ulnar variant of 2 mm (n=1), negative ulnar variant of 1 mm (n=2), ulnar head prominence (n=2), ulnar head absence (n=1), and loss of radial bow (n=3). 17/31 patients presented losses lower than 20 degrees in forearm rotation (pro-/supination), and 9/31 presented moderate results with pro/-supination loss between 20¿40 degrees. This report is for an unknown synthes dynamic compression plate/screws constructs . This is report 1 of 2 for (B)(4).